Event description:
Note: 1 of 2 related complaints. Head nurse reports that pt developed shortness of breath and back pain within first 2 minutes of dialysis. This was the first dialysis ever for this pt and on a dry pack dialyzer. Treatment was stopped and not restarted on this day.